Event description:
It was reported that a spectrum pump did not alarm for downstream occlusion at all during testing with pressure setting at high. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing did not identify any issues related to the customer reported condition. The device was sent for upstream occlusion testing and the device failed to alarm for an upstream occlusion at 40 ml/hr. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion alarm did not occur at all during testing and downstream pressure setting was high" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. During evaluation, the device the device was sent for upstream occlusion testing and the device failed to alarm for an upstream occlusion at 40 ml/hr. The cause was identified to be the ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.